Manufacturer narrative:
(B)(4). Date sent: 4/6/2026. D4: batch # z7016n. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In addition, the tyvek was returned along with the instrument and nine (9) clips inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed eight (8) scissored clips due to the misaligned condition of the jaws; finally the instrument locked out as intended. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Device history review: a manufacturing record evaluation was performed for the finished device batch z7016n number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 1/13/2026 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: could you please provide more details about the type of oozing? Spurter that was controlled after opening another applier was there any other issue noted with the staple line other than bleeding? Nothing reported, the case went well after replacing the applier, the surgeon usually asks to raise the blood pressure and apply clips on the staple line how was the bleeding controlled? Opened another one. How much blood was lost (ml)? Minimal 5-10 ml. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy, the clip applier was misaligned producing overlapped clips that caused bleeding across the staple line and the dr had to open a new one. The procedure was delayed by 4-5 minutes and completed successfully. No patient consequences were reported.